Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after repeated articulation, the device got damaged with a rub-like scratch on the semi-transparent part of the articulation. This happened during laparoscopic total cystectomy. Another product was used to complete the case. There was no patient injury.